Event description:
It was reported that, during a tonsillectomy procedure, the patient was under ra and the surgeon noticed the left side of the patient's mouth skin got burned. Surgery was completed with the same device. There was a surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No signs of arc/burn damage. Tip is minorly used. A functional evaluation was performed on the returned device and found the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected and had no issues activating coag. No signs of arcing or sparking. No issues occurred in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that photos of the burn were provided for review and confirm the reported. The photos do not show the use of the wand and its location. All the documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided the clinical root cause for the reported burn could not be determined. We are currently unable to rule out a user technique/ procedural variance as a contributing factor to the reported event, as the reported burn could be related to thermal injury of not protecting the patient¿s lips from the heat within the wand shaft from the hot irrigation fluid. The device IFU does caution against thermal/electrical injury: ¿suction line should not contact patient as it may cause a burn. Do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury. Inadvertent contact with the patient may result in burns.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include not protecting the patient's lips from the heat within the wand shaft from the hot irrigation fluid. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.